Event description:
Hello, I was involved in the clinical trial to assess the benefit from having the pro-disc implanted in 2 levels of my spine -vs. Fusion-. Since my failed operation in 2004, the FDA has approved this device to be implanted at one level of patients' spines. As I wrote, I had 2 levels done -14-5, 15-s1-. Post-surgery, I have experienced diminished pain in some areas and increased pain in others. I am now unable to work or do most/many activities as I was pre-surgery and am in constant pain in my l-back and foot, legs, groin, testes ... Why wasn't this device approved to be implanted at more than one level? I cannot get a straight answer from my surgeon. Perhaps you can shed some light on this for me. It's my whole life being affected. I lost my job, wife and more than I can ever explain. Many forms of post-op therapy, including; physical-therapy, work hardening. Epidural steroid injections, oblation of nerves. Dose or amount: 2 levels. Route: other. Diagnosis or reason for use: degenerative disc disease. Anterior torn l4-5, l5-s1.